Event description:
The ICD was explanted because it was thought that the event experienced of inappropriate shock received was related to a traumatic influence on the device when the pt fell off a ladder. However, after the ICD replacement, the pt had again received several fib detections related to sensing anomalies. Therefore, the decision was made to replace the lead. When the lead was explanted, the physician observed an insulation break.